Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery systems (wds) were used. The first closure device was used and needed to be fully recaptured due to not meeting release criteria. During full recapture, a kink was noted in the was and the physician was unable to fully recapture the entire device. Eventually, the was and wds were pulled across the septum and back into the right atrium with the feet of the closure device exposed and removed from the body. The procedure was successfully completed with an atrial septal defect (asd) closure device due to a bi-directional flow across the intra-atrial septum.